Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and shortness of breath. It was also reported that the right atrial (ra) lead exhibited oversensing and underpacing. It was further noted that there was a drastic decrease in atrial sensing measurements. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.